Manufacturer narrative:
Product ID: 3708760, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0qwh1, product type: lead. Product ID: 3389s-40, lot# va0qwh1, product type: lead. Product ID: 3708760, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A healthcare professional of a clinical study reported via a manufacturing representative that the patient whose indication for use is parkinson's dual and movement disorders had arrived at the emergency room on (B)(6) 2015 with a sore throat. The healthcare professional had noted some bruising of the soft palate. The strep test was negative. The patient was prescribed pain medications. The sore throat was treated in an outpatient setting. The patient was diagnosed with pharyngitis and was treated oxycodone-acetaminophen. The sore throat had persisted and the patient was treated with a short course of steroids to help with swelling and pain. The sore throat had been accompanied by a headache and chronic fevers. The patient was admitted to the hospital. There were no neurological deficits and a computerized tomography (CT) scan had shown no abnormalities. A lumbar puncture was done which demonstrated lymphocytic meningitis. The patient was treated with antibiotics and antivirals and upon discharge was given a prescription for 7 days of valtrex. The surgical sites for the deep brain stimulator leads and implantable neurostimulator (ins) were carefully reviewed and it was noted that they had healed with no signs of infection post-surgery or at the time of admission for the sore throat. It was determined that the event was unlikely related to the study device. No cause was determined.